Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with essure placement". The patient's medical history included endometrial biopsy, ovarian bleeding and vaginal bleeding. Previously administered products included for an unreported indication: oxycodone, alprazolam and acetaminophen. Concurrent conditions included ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), acne ("rashes or skin conditions type: acne"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines/headache"), tooth disorder ("dental problems") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the allergy to metals, acne, urticaria, migraine, tooth disorder and alopecia outcome was unknown. The reporter considered acne, allergy to metals, alopecia, migraine, tooth disorder and urticaria to be related to essure. The reporter commented: discrepancy noted in essure insertion date - previously reported as (B)(6) 2014, as per mr essure placement in office- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: left fallopian tube patency.; on (B)(6) 2014: the device was in place. Preoperative diagnosis: left tubal patency after essure. Postoperative diagnosis: bilateral tubal blockage. Significant findings: bilateral tubal blockage. Impression: affirmation essure tubal closure as discussed. Ultrasound pelvis - on (B)(6) 2013: 2 cm right ovarian cyst. Multiple left ovarian follicles. Normal ovarian blood flow bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: medical record received - case becomes medically confirmed. New event medical device monitoring error were added. New reporter was added. Patient height was added. Essure insertion date was updated. Medical history and lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), device dislocation ('migration') and fallopian tube perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with essure placement". The patient's medical history included endometrial biopsy, ovarian bleeding and vaginal bleeding. Previously administered products included for an unreported indication: oxycodone, alprazolam and acetaminophen. Concurrent conditions included ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), acne ("rashes or skin conditions type: acne"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines/headache"), tooth disorder ("dental problems"), alopecia ("hair loss"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), fibromyalgia ("type of autoimmune diagnosed : fibromyalgia") and adnexa uteri cyst ("left paratubal cyst"). The patient was treated with surgery (salpingectomy (bilateral), essure removed ((B)(6) 2016)). Essure was removed on (B)(6) 2015. At the time of the report, the allergy to metals, device dislocation, fallopian tube perforation, acne, urticaria, migraine, tooth disorder, alopecia, pelvic pain, abdominal pain, hypersensitivity, fibromyalgia and adnexa uteri cyst outcome was unknown. The reporter considered abdominal pain, acne, adnexa uteri cyst, allergy to metals, alopecia, device dislocation, fallopian tube perforation, fibromyalgia, hypersensitivity, migraine, pelvic pain, tooth disorder and urticaria to be related to essure. The reporter commented: discrepancy noted in essure insertion date - previously reported as (B)(6) 2014, as per mr essure placement in office- (B)(6) 2013. Discrepancy noted in essure removal date- (B)(6) 2016. The plaintiff received treatment for pelvic pain, abdominal pain, hypersensitivity, adnexa uteri cyst, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: left fallopian tube patency.; on (B)(6) 2014: the device was in place. Preoperative diagnosis: left tubal patency after essure. Postoperative diagnosis: bilateral tubal blockage. Significant findings: bilateral tubal blockage.impression: affirmation essure tubal closure as discussed.. Ultrasound pelvis - on (B)(6) 2013: 2 cm right ovarian cyst. Multiple left ovarian follicles. Normal ovarian blood flow bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), device dislocation ('migration') and fallopian tube perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with essure placement". The patient's medical history included endometrial biopsy, ovarian bleeding and vaginal bleeding. Previously administered products included for an unreported indication: oxycodone, alprazolam and acetaminophen. Concurrent conditions included ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), acne ("rashes or skin conditions type: acne"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines/headache"), tooth disorder ("dental problems"), alopecia ("hair loss"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), fibromyalgia ("type of autoimmune diagnosed : fibromyalgia") and adnexa uteri cyst ("left paratubal cyst"). The patient was treated with surgery (salpingectomy (bilateral), essure removed ((B)(6) 2016)). Essure was removed on (B)(6) 2015. At the time of the report, the allergy to metals, device dislocation, fallopian tube perforation, acne, urticaria, migraine, tooth disorder, alopecia, pelvic pain, abdominal pain, hypersensitivity, fibromyalgia and adnexa uteri cyst outcome was unknown. The reporter considered abdominal pain, acne, adnexa uteri cyst, allergy to metals, alopecia, device dislocation, fallopian tube perforation, fibromyalgia, hypersensitivity, migraine, pelvic pain, tooth disorder and urticaria to be related to essure. The reporter commented: discrepancy noted in essure insertion date - previously reported as (B)(6) 2014, as per mr essure placement in office- (B)(6) 2013. Discrepancy noted in essure removal date- (B)(6) 2016 the plaintiff received treatment for pelvic pain, abdominal pain, hypersensitivity, adnexa uteri cyst, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: left fallopian tube patency.; on (B)(6) 2014: the device was in place. Preoperative diagnosis: left tubal patency after essure. Postoperative diagnosis: bilateral tubal blockage. Significant findings: bilateral tubal blockage. Impression: affirmation essure tubal closure as discussed.. Ultrasound pelvis - on (B)(6) 2013: 2 cm right ovarian cyst. Multiple left ovarian follicles. Normal ovarian blood flow bilaterally.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : new events migration and perforation were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with essure placement". The patient's medical history included endometrial biopsy, ovarian bleeding and vaginal bleeding. Previously administered products included for an unreported indication: oxycodone, alprazolam and acetaminophen. Concurrent conditions included ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), acne ("rashes or skin conditions type: acne"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines/headache"), tooth disorder ("dental problems"), alopecia ("hair loss"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), fibromyalgia ("type of autoimmune diagnosed : fibromyalgia") and adnexa uteri cyst ("left paratubal cyst"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the allergy to metals, acne, urticaria, migraine, tooth disorder, alopecia, pelvic pain, abdominal pain, hypersensitivity, fibromyalgia and adnexa uteri cyst outcome was unknown. The reporter considered abdominal pain, acne, adnexa uteri cyst, allergy to metals, alopecia, fibromyalgia, hypersensitivity, migraine, pelvic pain, tooth disorder and urticaria to be related to essure. The reporter commented: discrepancy noted in essure insertion date - previously reported as (B)(6) 2014, as per mr essure placement in office- (B)(6) 2013. Discrepancy noted in essure removal date- (B)(6) 2016 the plaintiff received treatment for pelvic pain, abdominal pain, hypersensitivity, adnexa uteri cyst, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: left fallopian tube patency.; on (B)(6) 2014: the device was in place. Preoperative diagnosis: left tubal patency after essure. Postoperative diagnosis: bilateral tubal blockage. Significant findings: bilateral tubal blockage. Impression: affirmation essure tubal closure as discussed.. Ultrasound pelvis - on (B)(6) 2013: 2 cm right ovarian cyst. Multiple left ovarian follicles. Normal ovarian blood flow bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received : reporters information updated. Events added- pelvic pain, abdominal pain, hypersensitivity, fibromyalgia, adnexa uteri cyst. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), acne ("rashes or skin conditions type: acne"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the allergy to metals, acne, urticaria, migraine, headache, tooth disorder and alopecia outcome was unknown. The reporter considered acne, allergy to metals, alopecia, headache, migraine, tooth disorder and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: the device was in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2019: plaintiff fact sheet received. Events added from pfs- rashes or skin conditions type: hives and acne, migraines / headaches, dental problems, nickel allergy, hair loss. Event injury was deleted and device category changed from device other event to incident. Reporter information, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.